Manufacturer narrative:
Based on a revision to the risk analysis for the triton infusion pump, in which the severity rating for free flow was revised as having the potential for severe injury or death, walkmed infusion performed a retrospective review of product complaints for triton infusion pumps. Complaints reassessed as having the potential for severe injury or death are now deemed MDR-reportable. As a result of walkmed's retrospective review, this MDR is being submitted beyond the 30 day time-frame.

Event description:
The pump was returned to walkmed infusion for a report that during setup when the tubing is locked into place the bag starts to drip without setting the infusion. During walkmed infusion's product evaluation of the pump, the device failed the free flow test. Failure investigation of the pump identified the worn door handle lock as the cause of the free flow failure.